Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the purge disc not recognized was due to the broken flag. This report is being filed as part of a retrospective review of historical records.